Manufacturer narrative:
The reported event of unable to untighten the setscrew was confirmed. Analysis found the wrenches could not engage the setscrew to untighten it due to calcified blood in the setscrew inset. The blood most likely came through damage to the septum in the form of a hole punched through it. No other anomalies were found.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. Further information was requested but not received.

Event description:
It was reported that during a routine pacemaker changeout, the set screw was unable to be loosened. During the initial attempt to loosen the set screw, the physician inserted the hex wrench into the set screw but was unable locate the groove. Attempts were made to unscrew it, but the physician could not feel any contact between the hex wrench and set screw. In an attempt to remove the lead, the physician applied pressure but the lead body completely disconnected from the connector tip; with the tip remaining inside the header bore. The device was explanted and replaced. Patient was stable.